Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently expired. It was further alleged that the event was caused by the pt's exposure to the product administered during dialysis.

Manufacturer narrative:
This is one of two device reports associated with this event.